Event description:
In 2008, a reporter/layperson (relationship to patient/layperson not provided) informed a customer care advocate, cca, that the pt's blood sample was not drawing into the test strip. Although the reporter described an inaccurate technique (sample was placed on top of the test strip), no test strips were available to troubleshoot. The cca replaced the products. Unable to speak with the pt or reporter, this senior medical affairs specialist has mailed a letter and classified the complaint based upon info the reporter provided to the cca. Reportedly, the pt experienced the alleged issue "off and on for one month." Approx a week prior to the reporter's call and after the issue began, the pt became "sweaty and confused at times." The pt took an unk decreased amount of her metformin. The pt also was seen in a clinic where her blood glucose was 42 mg/dl on the clinic's meter. The pt was given food and/or beverage. Due to the pt's symptoms that can be associated with severe hypoglycemia, the blood glucose result in the clinic that reportedly correlated with the symptoms, and the treatment, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.